Manufacturer narrative:
Other - analysis of programming history.

Event description:
Reporter indicated that a vns patient was found to be at 2.25ma of output current instead of the intended settings of 1.25ma upon interrogation. Other parameters were noted to be changed as well. The patient's vns was programmed back to the intended settings. Programming history for the patient was obtained and reviewed. It was noted that cross-programming occurred. No interrupted diagnostics tests were noted for the patient. Another patient was seen previously in 2008, and no patients were seen until the current patient about seven days later. The previous patient's settings were 2.25ma/25hz/250pulse width/30 sec on/5 min off on the initial date. When the current patient was first interrogated one week later; her settings were identical to the previous patient's settings. The current patient's previous visit was about four months prior, and the vns was only interrogated; settings at the time were 1.5ma/30hx/500 pulsewidth/30 sec on/10 min off. No interrogations or programming events occurred between the initial visit and four months later for the current patient.